Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240, which occurred on the homechoice (hc) during use during drain 3 of 6. The technical service representative (tsr) explained the alarm. Per caregiver (cg), the patient line was disconnected. The technical service representative (tsr) had the hp cycle the power, at the end of the therapy, assisted the cg to retrieve the cassette, and advised them to let the registered nurse (rn) know about the alarm. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; however, no root cause could be determined due to no sample being returned for evaluation. This issue is being investigated through CAPA.